Manufacturer narrative:
No information has been provided to date. This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case was found cracked and chipped. A cracked battery door and visible contamination were also noticed. The pump event history log was reviewed and a primary audible alarm background test error was identified. Occlusion testing was performed, however the reported issue could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. Actions were taken to mitigate the reported issue: performed occlusion test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a primary audible alarm background test occurred. No patient injury was reported.